Event description:
The customer reported the evis exera iii xenon light source display a b30 error. The event occurred during preparation for use, prior to an unknown therapeutic procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to replace the defective connector onsite. Upon inspection, the fse found corrosion on the contacts of the scope connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a b30 likely occurred due to foreign objects, e.g. Chemical residues, trace of water, sebum, dust, or lint, attached on the electrical contacts. Olympus will continue to monitor the field performance of this device.